Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated calcium result for a patient while running on the architect c16000 processing module. The following data was provided (reference range: 2.10-2.55 mmol/l): sid: (B)(6) = initial = 5.20 mmol/l, repeat = 2.44 mmol/l. There was no impact to patient management reported.

Event description:
Additional patient data received on (B)(6)2020: sid(B)(6) = initial = 3.33 mmol/l, repeat = 3.71, 3.36, 3.32 mmol/l. Patient sample was repeated on another architect analyzer generating results ranging from 1.98 to 2.63 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier: updated from 11882004 (old) to multiple (new). The updated info is sid (B)(6) and sid (B)(6). Section b5: describe event or problem: additional patient information provided in this section.

Manufacturer narrative:
The field service representative (fsr) was dispatched to inspect the instrument. The fsr performed multiple troubleshooting tasks including the replacement of the pump, peristaltic head (rohs) (ln 7-202463-01) which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the pump was replaced. Tracking and trending review did not identify any trends for the part associated with the issue. Labeling adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module was identified.